Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and inspected. Upon visual inspection, it was noticed that the one of the implants was in released condition (still attached to the suture) and the second implant is at the proximal end but out of the needles's channel (kind of partially deployed). Both implants are still attached to the suture hanging on gun. We cannot confirm/replicate the double deployment reported condition. Upon squeezing the trigger, deployment needle works as intended. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot l344738 number combination. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151- lot l344738 number combination.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair the surgeon fired the first implant from the truespan meniscal repair system peek 12 degree and noticed that the second implant was also in the shaft of the device. Another device was used to complete the procedure. No patient consequences or surgical delay. The device is available to be returned for evaluation.